Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: six samples outside their original packaging were received for investigation after decontamination. Electrical testing conducted. The six (6) returned samples were found accepted during electrical test. Vacuum testing conducted. The six (6) returned samples were found accepted during testing. Air leak testing conducted. The six (6) returned samples were found accepted during testing. Complaint is not confirmed for the failure mode ¿no waveform and could not be calibrated to zero¿ through the device analysis executed on the six (6) returned samples were found within specification for electrical, vacuum and air tests. No root cause could be determined as a result. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while doing an invasive blood pressure monitoring with a patient, there was no waveform on the pressure sensor, and it could not be calibrated to zero. There was patient involvement and no patient harm/adverse event reported. This occurred with six units.